Event description:
Whereas a warning message concerning the printer was displayed , a device interrogation was launched. At the end of the interrogation, the device had switched back in manufacturing parameter's mode.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the untied states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (Other): since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported event resulted from normal embedded software upgrade process and had no link with the printer message displayed at the beginning of the interrogation. Nevertheless, the user might have been confused and not pay attention to information message about embedded software upgrade process.